Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a maryland disposable grasper. The customer reported that there was a small hole in the inside packaging box. The small hole is in only one of the 5 packets inside the box. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: we received complaint about a box of disposable maryland grasping forceps in sterile condition for investigation. By the fact, that all blister in the box are sealed it's most likely a preoperative incident. Provided information: "the outer box looks fine and not damaged, yet there is this small hole in only one of the 5 packets inside." According to the available information, there were no negative consequences for the patient. Investigation the investigation was performed wit the camera equipment. The card box has externally no visible abnormal damages. On the cardboard box is a handwritten lettering of our incident number and a consecutive number. All lot numbers of the contained blisters are matching the lot number of the cardboard box label.all blister are orientated correctly in the cardboard box.to save the packing order all blister were numbered. The lowest blister in the card box got number "1" rising up to the highest blister with number "6".the lowest blister with number "1" has a hole in the tyvek foil in the area of the rotation knob. All other blisters of this box have no holes in its tyvek foil but imprints of the rotation knob in the tyvek foil with decreasing severity up to the highest position in the cardboard box. The corrugated cardboard of the box is mashed in the area of the rotation knob position in the blister. Batch history review the device quality and manufacturing history records have been checked for lot number 52527793 and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause the root cause is most probably usage related. Rationale the hole in the tyvek foil is result of an impact on the bottom of the cardbox. The blister with the hole has had the lowest position in the box and got the heaviest impact. A further indication for this fact is the imprint in the cardboard in the area of the rotation knob where the instruments center point of weight is. With rising position in the box the impact marks in the tyvek foil decreases, due to less mass inertia of the above stored instruments. Such impacts often result from improper handling during transportation. To avoid damage from patient or other persons the user has to check the integrity of the sterile barrier before opening the blister. Corrective action corrective action is not necessary.